Event description:
The customer reported the system displayed a precharge error. This would prevent the system from completing boot up. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.